Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The device has not been returned to physio for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not complete the boot-up cycle. The biomedical engineer advised that the device did not make any of the normal sounds while attempting to boot-up, the display remained blank (even though the back light appears to be functioning) and there was a service light present. A few seconds after attempting to power it on, none of the buttons would respond when pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that they have permanently removed the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.